Manufacturer narrative:
The reference device will not be returned to olympus for evaluation as the wire and basket were discarded after the procedure. The cause of the reported event could not be determined; however, this type of device malfunction could be attributed to the operator¿s technique. The instruction manual contains warning and caution statements in an effort to prevent damage to the lithotriptor device. ¿do not use this instrument for a calculus that is assumed impossible to be crushed by a lithotriptor. The pipe or the basket wire may break and part of this instrument may remain in the body. A lithotriptor cannot always crush all calculi captured in the basket. Operation of this instrument is based on the assumption that open surgery is possible as an emergency measure. "

Event description:
Olympus was informed that during a therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure, when the surgeon attempted to crush the large calcified stone the basket broke off in the patient. The surgeon made several unsuccessful attempts to push the stone back into the common bile duct so the basket could be removed. The nurse reported that the facility does not have an emergency handle for basket removal. The patient was transferred to the operating room for open surgery, where the stone and basket were removed. The intended procedure was aborted. The patient was admitted to the hospital. Additionally, the nurse reported it is believed that size and density of the stone resulted in the basket breaking.